Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the implantable cardioverter defibrillator was in backup mode due to an issue with interference. High voltage therapies were not available during the backup mode. The physician elected to complete the procedure with a different implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.